Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that device failed test. There was no patient involvement. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty therapy pca , paddle tray and processor pca. Based on the information available and the testing conducted, the cause of the reported problem was defective ECG trunk cable and ECG leadset. The reported problem was confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacement of therapy pca , paddle tray and processor pca were completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. If additional information is received the complaint file will be reopened.